Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device remains implanted.

Event description:
The device has been explanted.

Event description:
Healthcare professional reported left side device was intact upon explant.

Event description:
Healthcare professional later confirmed rupture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: not observed openings during analysis. Crease/folding of implant: observed creases on the device. Additional observations: observed deformation on the device. No further actions are required since no manufacturing issue is observed.